Event description:
On (B)(6) 2012, it was reported that the patient's blood glucose was 31mg/dl at 3:00am on (B)(6) 2012, when the reporter found the patient incoherent with foam at her mouth. The reporter stated that she was taken to a hospital where she received intravenous dextrose and fluids; she was subsequently released. The reporter stated that the patient's bg was within target at 7:00pm on (B)(6) 2012; no specific value could be provided. The patient reviewed the pump with customer technical support (cts) and confirmed that the basal rate settings were correct, the time and date were accurately programmed, and the advanced settings were in use. The bolus history during the time in question revealed the following deliveries on (B)(6) 2012: at 8:40pm 6.65 units of 6.65 units were delivered via ezcarb menu, at 8:52pm 10.30 units of 10.30 units were delivered using a normal delivery (pump calculation not used), and at 1.49am 4.40 units of 4.40 units were delivered via the ezbg menu. The reporter alleged that the pump "insulin on board" (iob) calculation (the amount of efficacy remaining following the administration of an insulin bolus) was inaccurate. The reporter claimed that the bolus calculation at 1:49am did not take into account the iob from the previous delivery at 8:52pm and that the calculation error led to the hypoglycemia. The reporter stated that the patient remained on the pump since the incident and bg readings have been within target. This complaint is being reported because of the allegation that the bolus calculation was inaccurate and contributed to a serious diabetic injury.

Manufacturer narrative:
Although the patient alleged an issue with the iob calculation, the user guide repeatedly instructs patients that the bolus calculation is to be viewed as a recommendation only. The pump is designed intentionally with a bolus delivery feature by which the patient is required to input the desired bolus based in part on the pump recommendation prior to delivery. The use of the iob in the bolus calculation is one of the optional advanced features of the pump. The health care provider prescribes and programs this feature, and instructs the patient how to use it. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. The pump settings confirmed the insulin or board (iob) was set to 3.5 hours. The pump paired successfully with a test meter and boluses were executed appropriately using the meter remote with no errors. An ez-bg bolus using the patient's settings for 40 mg/dl above target was performed and the pump appropriately calculated a 0 unit bolus due to the iob. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The allegation that the pump's iob feature was not functioning as designed could not be confirmed or duplicated on investigation.